Event description:
Screw fell out into patient's heart - was recovered by doctor. Additionally, account stated the physician was doing a cardiac coronary bi-pass on male when the screw fell out. The screw fell into the pericardium and was retrieved by the physician without medical or surgical intervention.